Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased pacing thresholds, reduced sensing and high out of range pace impedance measurements. Subsequently, the patient underwent a revision procedure. During the procedure it was noted that the is-1 and one of df-1 setscrews were not as tight as the other df-1 setscrew. When the right ventricular (rv) lead was tested through a competitor's pacing system analyzer (psa) normal lead values were obtained. The physician did not believe that the true cause was a connection issue; therefore, opted to explant the rv lead along with the ICD. No further complications were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.